Manufacturer narrative:
The reported complaint of inaccurate diagnostics related to the ventricular pacing percentage in the direct trend report was confirmed. Based on the information provided, it was determined that the device inappropriately triggered a vp percentage greater that limit alert and inaccurately reported both the morning and night heart rate. The root cause of this inaccurate diagnostics was due to implementation limitations when the system is programmed to have sensing active with pacing disabled in one or more chambers.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been feb 10, 2025 instead of feb 11, 2025.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited high output rate issue. No intervention was done. There were no patient consequences.